Event description:
It was reported that via x-ray, the left ventricular lead exhibited an insulation anomaly that was classified as questionable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.